Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaints for post implant regurgitation and stenosis were unable to be confirmed as no imagery or medical record was provided. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU revealed no inadequacies. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. It should be noted that implanting sapien 3 ultra (s3u) thv at pulmonary position with commander delivery system (ds) is not an indicated use. Therefore, it was off label operation. As reported ''approximately 2 years and 9 months post tvr procedure with a 23mm sapien 3 ultra valve in the aortic position, the valve was failing due to regurgitation and stenosis. 5 stents were placed prior to placing a new 23mm sapien 3 ultra resilia in a valve in valve procedure. Pre cath gradient was 20mmhg, post gradient was 3mmhg. Procedure went well and patient is in recover''. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Due to limited information, a definitive root cause of the stenosis was unable to be determined at this time. Per the instructions for use (IFU), valve regurgitations (including paravalvular leak (pvl) and transvalvular leak (central) are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the patient had stenosis, which could have suboptimal leaflets coaptation leading to valve regurgitation. As such, available information suggests that patient factors (stenosis) may have contributed to the regurgitation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective nor preventative action is required.

Event description:
As reported by a field clinical specialist, approximately 2 years and 9 months post tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the valve was failing due to regurgitation and stenosis. 5 stents were placed prior to placing a new 23mm sapien 3 ultra resilia in a valve in valve procedure. Pre cath gradient was 20mmhg, post gradient was 3mmhg. Procedure went well and patient is in recovery.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted.